Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the leadless implantable pulse generator (ipg) was interrogated and showed the remaining longevity measurement was not available and a battery voltage of 2.97. The device was stored in a room temperature room for another 48 hours and continued to show the same observations. The leadless implantable pulse generator (ipg) was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetered battery voltage measurement. Analysis of the device memory had an observation relating to the battery longevity estimator. If information is provided in the future, a supplemental report will be issued.